Event description:
This spontaneous case from united states was received on 04-jan-2018 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and after a few days was not walking for a week, could not stand on her leg; after an unknown latency her knee was infected, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (indication: not provided). On an unknown date in 2017, after an unknown latency, the consumer said she experienced a high level of pain and swelling in the days after the injection. She needed to use a walker for six days. She went to see her doctor six days after the injection, and he drained 60 cc of fluid off the knee. She was not walking for a week. She had excruciating pain and could not stand on her leg, her knee was swollen and infected (onset: 2017; latency: unknown). She had not received an antibiotic to date. She was still in pain. Corrective treatment: use a walker for not walking for a week and could not stand on her leg; not reported for rest events outcome: unknown for all events seriousness criteria: important medical event for device malfunction and knee was infected an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 9-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint infection. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This spontaneous case from united states was received on 04-jan-2018 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and after a few days was not walking for a week, could not stand on her leg; after an unknown latency her knee was infected, also, device malfunction was identified for the reported lot number. Patient had back surgery three times, right knee replaced, heart condition. Patient had allergy to penicillin (anaphylactic shock) and hydrocodone bitartrate/paracetamol (lortab). Concomitant medications include atenolol, atenolol and amlodipine besilate for heart; rosuvastatin calcium (crestor) for high cholesterol; duloxetine hydrochloride (cymbalta) for depression on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (batch number: 7rsl021 and expiration date: not reported) for knee pain. On an unknown date in 2017, after an unknown latency, the consumer said she experienced a high level of pain and swelling in the days after the injection. It was reported that patient had most severe pain. It was reported that patient take pain pretty well, this one patient could not put any pressure on my knee until patient went back to doctor office. She needed to use a walker for six days. She went to see her doctor six days after the injection, and he drained 60 cc of fluid off the knee ((B)(6) 2017). She was not walking for a week. She had excruciating pain and could not stand on her leg, her knee was swollen and infected (onset: 2017; latency: unknown). She had not received an antibiotic to date. She was still in pain. It was reported that it still hurts. Patient used oxycodone hydrochloride/paracetamol (percocet) when back was hurting. On (B)(6) 2017, blood work was done and fluid was sent to get culture. On (B)(6) 2018, again blood sample was drawn for culture testing. Corrective treatment: use a walker for not walking for a week and could not stand on her leg; not reported for rest events outcome: unknown for not walking for a week and not walking for a week; not recovered for knee was infected seriousness criteria: important medical event for device malfunction and knee was infected a pharmaceutical technical complaint was initiated with global ptc number: 51811 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up was received on 10-jan-2018. Global ptc number was added. Additional information was received on 06-feb-2018 from patient. Verbatim was updated for symptom: excruciating pain/high level of pain to excruciating pain/high level of pain/still in pain. Concomitant medications and medical history added. Outcome was updated for the event of knee was infected from unknown to not recovered. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2018. The new follow up information received doesn't change the prior medical assessment of this case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint infection, knee pain,knee swelling ,knee effusion, inability to walk and difficulty in standing. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Knee was infected [joint infection] ([knee pain], [knee swelling], [knee effusion]) device malfunction [device malfunction] not walking for a week [unable to walk] could not stand on her leg [difficulty in standing] synovial fluid cloudy in appearance [synovial fluid analysis abnormal] red cell distribution width increased [red cell distribution width increased] lymphocyte count decreased [lymphocyte count decreased] low hemoglobin [hemoglobin low] hematocrit low [hematocrit low] mean cell volume decreased [mean cell volume decreased] mean cell hemoglobin decreased [mean cell hemoglobin decreased] carbon dioxide high [carbon dioxide high] glucose increased [glucose increased] blood urea nitrogen increased [blood urea nitrogen increased] gfr low [gfr decreased] bun/creatinine ratio increased [blood test abnormal] case narrative: based on additional information received on (B)(6) 2018 the case was medically confirmed. This spontaneous case from united states was received on (B)(6) 2018 from the patient this case concerns a 71 years old female patient who initiated treatment with synvisc one and after a few days was not walking for a week, could not stand on her leg; after an unknown latency her knee was infected, also, device malfunction ,synovial fluid cloudy in appearance, red cell distribution width increased, lymphocyte count decreased, low hemoglobin, hematocrit low, mean cell volume decreased, mean cell hemoglobin decreased, carbon dioxide high, glucose increased, blood urea nitrogen increased, glomerular filtration rate low and bun/creatinine ratio increased, was identified for the reported lot number. Patient's past history included spinal laminectomy from (B)(6) 1985 to (B)(6) 2014, angioplasty in (B)(6) 2006, colonoscopy in 2012 , arthroscopy on (B)(6) 2013, knee arthroplasty on (B)(6) 2013, esophageal dilation procedure on (B)(6) 2013, knee arthroplasty in (B)(6) 2013, mammogram in 2014, back surgery three times, right knee replaced, heart condition, carpal tunnel syndrome, angina pectoris, palpitations, hypokalemia, hysterectomy, breast conserving surgery, , drug hypersensitivity with pravastatin sodium, coronary artery disease, hypertensive heart disease, hypertension, dyslipidemia, hemorrhagic diathesis, depression, anxiety, fibromyalgia and high blood cholesterol . Patient had allergy to penicillin (anaphylactic shock) and hydrocodone bitartrate/paracetamol (lortab). The patient's past medical treatment included synvisc one on (B)(6) 2013 with left knee, ambien, aspir low, atenolol, benicar, calcium, crestor, cymbalta, multivitamin & mineral (inn- ascorbic acid, betacarotene, biotin, calcium carbonate, calcium phosphate, chlorine, colecalciferol, cupric oxide, ferrous fumarate, folic acid, iodine, magnesium oxide, magnesium sulfate, molybdenum, nickel sulfate, nicotinamide, pantothenic acid, phosphorus, potassium chloride, pyridoxine hydrochloride, retinol acetate, riboflavin, selenium, silicon, thiamine, tin, tocopherol, vanadium, vitamin b12 nos, zinc oxide) , prilosec [omeprazole magnesium] and gabapentin. The patient's family history included neoplasm malignant with father, diabetes mellitus with mother, diabetes mellitus with sister and cardiac disorder with sister. At the time of the event, the patient had ongoing cardiac disorder, drug hypersensitivity, anaphylactic shock, depression and blood cholesterol increased. Concomitant medications include atenolol, atenolol and amlodipine besilate for heart; rosuvastatin calcium (crestor) for high cholesterol; duloxetine hydrochloride (cymbalta) for depression on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (batch number: 7rsl021 and expiration date: 31-may-2020) for knee pain in the left knee. On an unknown date in 2017, after an unknown latency, the consumer said she experienced a high level of pain/ sharp and aching pain and swelling in the days after the injection. It was reported that patient had most severe pain. It was reported that patient take pain pretty well, this one patient could not put any pressure on my knee until patient went back to doctor office. She needed to use a walker for six days. She went to see her doctor six days after the injection, and he drained 60 cc of fluid off the knee (B)(6) 2017) and was administered steroid injection intra-articularly. She was not walking for a week. She had excruciating pain/sharp and aching pain and could not stand on her leg, her knee was swollen and infected (onset: 2017; latency: unknown). She had not received an antibiotic to date. She was still in pain. It was reported that it still hurts. Patient used oxycodone hydrochloride/paracetamol (percocet) when back was hurting. On (B)(6) 2017, lab results revealed low hemoglobin, low hematocrit, mean cell volume decreased, mean cell hemoglobin decreased. On (B)(6) 2017, blood work was done and fluid was sent to get culture. On (B)(6) 2017 at 1545 hours, lab reports revealed high carbon dioxide, blood glucose increased, blood urea nitrogen increased, gfr low, bun/creatinine increased. On (B)(6) 2018 at 1440 hours, synovial fluid was reported to be cloudy in appearance, red cell distribution width increased, lymphocyte count decreased. On (B)(6) 2018, again blood sample was drawn for culture testing. It was reported that the patient had scheduled right knee arthroplasty on (B)(6) 2018. Corrective treatment: use a walker for not walking for a week and could not stand on her leg; dexamethasone sodium phosphate knee effusion and pain; not reported for rest events outcome: not recovered for knee was infected; unknown for rest of the events. Seriousness criteria: medically significant, intervention required and disability for arthritis ineffective,device malfunction; disability for dystasia, gait inability. A pharmaceutical technical complaint was initiated with global ptc number: 51811 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up was received on (B)(6) 2018. Global ptc number was added. Additional information was received on (B)(6) 2018 from patient. Verbatim was updated for symptom: excruciating pain/high level of pain to excruciating pain/high level of pain/still in pain. Concomitant medications and medical history added. Outcome was updated for the event of knee was infected from unknown to not recovered. Clinical course updated. Text was amended accordingly. Follow up was received on (B)(6) 2018. No new information was received. Additional information received on (B)(6) 2018 from the healthcare professional. Medical history and past drug updated. Additional events of synovial fluid cloudy in appearance, red cell distribution width increased, lymphocyte count decreased, low hemoglobin, hematocrit low, mean cell volume decreased, mean cell hemoglobin decreased, carbon dioxide high, glucose increased, blood urea nitrogen increased, glomerular filtration rate low and bun/creatinine ratio increased were added with details. Clinical course was updated and text amended accordingly.